Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens with diopter -5.5 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced intraoperatively with a shorter length lens. This resolved the problem. Cause reported as unknown.